Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted to the hospital due to syncope. It was also reported that upon interrogation of the device the right ventricular (rv) lead had high impedance and was oversensing noise. During a revision procedure it was determined that the device set-screw was loose and the rv lead was not completely inserted in the device header. The lead was securely re-inserted into the device and the issues were resolved. The lead and device remain in use. No further patient complications have been reported as a result of this event.